Event description:
Same case as 2134265-2015-01986 and 2134265-2015-01984. It was reported that automatic pullback failure occurred. A 120v ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and a sled. During the procedure, when imaging catheter was connected to the control, it has no traction. Therefore, automatic pullback failed. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).